Event description:
The incident involved a plum 360¿ infusion pump. The customer reported that the battery does not hold the charge. They became aware of the event when the pump turned off and it was impossible to turn it on. The pump was in clinical use at the time of the event. There was no fluid leaking from the battery and no physical damage to the battery. It was unknown when the battery has been changed last time and when the pump received its most recent preventive maintenance. There was unknown patient involvement and unknown human harm, but there was a delay in critical therapy. There was no need for medical intervention.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.